Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported by edwards field clinical specialist, approximately 5 years and 6 months post implant of a 29mm sapien 3 valve in the aortic position, a 2nd 29mm sapien 3 valve was implanted due to halt/stenosis. The patient presented with symptomatic aortic stenosis. The valve was successfully implanted. The patient was stable. Upon review of medical records, an echo (tte) performed at approximately 5 years and 5 months revealed a bioprosthetic aortic valve with moderate stenosis, trace aortic valve regurgitation, aortic valve peak gradient of 53mmhg and mean gradient of 33mmhg with an aortic valve area of 0.8cm2. The patient presented with progressive weakness with shortness of breath. At that time, a surgical aortic valve replacement was discussed, and the patient was treated medically for presumed halt.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 29mm sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with sapien 3 valve IFU was reviewed for instructions and guidance. Potential adverse events are include structural valve deterioration, device degeneration, and valve regurgitation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration, deterioration post implantation was confirmed based on provided medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 5 years and 6 months post implant of a 29mm sapien 3 valve in the aortic position, a 2nd 29mm sapien 3 valve due to halt/stenosis. The patient presented for symptomatic aortic stenosis. The valve was successfully implanted.' Per the instructions for use (IFU), valve degeneration or structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may manifest as stenosis with thickened leaflets, due to bioprosthetic tissue calcification as the underlying failure mode. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient had history of hyperlipidemia (hld), diabetes (dm), and chronic kidney disease (ckd), which are known to increase the risk for developing bioprosthetic valve calcification. The resulting co-morbidities could have caused the valve leaflets to become thickened, resulting in the narrowing of effective valve area (stenosis) and degeneration, as reported. In this case, available information suggests that patient factors (hyperlipidemia, diabetes, chronic kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.